Manufacturer narrative:
B3 date of event: 01/01/2025 used as approximate date as actual date is unknown.

Event description:
It was reported that the burr became stuck and detached. The patient presented with a background history of coronary artery bypass surgery (CABG) presented with an nstemi and decompensated heart failure. Coronary angiography documented an acute on chronic occluded rca and the patient underwent pci to rca with intra aortic balloon pump support. After crossing the lesion with a non bsc guidewire, the wire was exchanged for a rota floppy wire. Rotational atherectomy was performed with a 1.5mm burr at 150,000 rpm. During the final ablation run, the burr got stuck within the distal rca, and became completely detached from the driveshaft. The driveshaft had broken at the neck of the burr, leaving the burr free in the distal rca on an intact rota wire. A 2.0/15 semi-compliant balloon was carefully passed over the rota wire just proximal to the lost burr. This provided an anchor for the smooth passage of a 7f non bsc guide catheter over the wire and delivered to the burr. The intact rota wire prevented distal migration of the burr, and whilst applying traction on the rota wire, the burr was wedged into the non bsc guide catheter. The non bsc guide catheter and rota wire were both retracted as a single unit allowing successful retrieval of the lost burr. Leibundgut, g., achim, a., weilenmann, d., rigger, j., gocht, f., egred, m., murad, b., lombardi, w., and iqbal, m. B. (2025). Management of lost atherectomy devices in the coronary arteries. Catheterization and cardiovascular interventions, 106(12), 1766 1780. Https://doi.org/10.1002/ccd.31734.